Event description:
On 5/31/2024 a sales representative reported via (B)(4) that a 0812-100 easyout extractor and an 0837-000 impactor pad were threaded into the extraction tool, and when the surgeon was removing the implant, metal shavings were everywhere from both pieces. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/4/2024: the metal shavings did not go inside the patient but just into the sterile field. All metal shavings were removed from the sterile field, and the case was completed. There was no case delay. This was discovered during a tibial nail removal procedure. The issue had no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged 0812-100, batch/serial number (B)(6), was received for evaluation. The device was received attached to the 0837-000. Upon visual inspection, the thread of the easyout extractor 0837-000 was damaged, which is a possible reason why the device became stuck in the nail. Damage/scratches was observed on the device. Functional testing was not performed as the device was damaged and is stuck inside the 0837-000. The most probable reason for the reported malfunction is user error. It is crucial to make sure that when two devices are meant to be threaded together, they are completely engaged prior to use.